Event description:
It was reported ampicillin-sulbactam (9gm/250ml) was ordered to infuse over four (4) hours at a rate of 62.5 ml/hr. The clinician noted the infusion finished in just over an hour. It was noted through preliminary investigation of the all-infusion detail report by bd's clinical insight consultant that the infusion was in fact programmed manually by the clinician with a concentration of 3gm/100ml and a rate of 200ml/hr. There was patient involvement however no patient harm. Although requested, the customer did not provide any further information as well as device return for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported ampicillin-sulbactam (9gm/250ml) was ordered to infuse over four (4) hours at a rate of 62.5 ml/hr. The clinician noted the infusion finished in just over an hour. It was noted through preliminary investigation of the all-infusion detail report by bd's clinical insight consultant that the infusion was in fact programmed manually by the clinician with a concentration of 3gm/100ml and a rate of 200ml/hr. There was patient involvement however no patient harm. Although requested, the customer did not provide any further information as well as device return for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had a user programming error/ over infusion of ampicillin-sulbactam